Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had cracked sear & the latch screw was found to be loose. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device had cracked sear & the latch screw was found to be loose. There was no patient involvement.

Event description:
It was reported that the device had cracked sear & the latch screw was found to be loose. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, report source, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
Correction: PMA / 510(k)#. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Investigation summary: the reported issue of the device having a cracked sear, as well as the pivot latch screw being loose, was unable to be confirmed nor replicated in this investigation. The pump module was received with the door latch assembly disassembled and removed from the device. Inspection of the sear found it to be in good condition. It was reported that the door latch assembly was disassembled prior to the reported event to replace a cracked sear. As the device was received with the door latch assembly disassembled, the loose pivot latch screw was unable to be confirmed. Reassembling the door latch assembly with the pivot latch screw torqued to specification showed no observations of the pivot latch screw loosening or backing out after repeated use and testing. Testing of the pump module after reassembly showed the device to be functioning as intended. Service bulletin 569 was issued on september 2013 to provide a reference for biomedical technicians on pivot latch screw maintenance. Field safety notice ¿ mms-22-4541 was sent out to bd customers on november 16, 2022 to address the issue of backed out pivot latch screws. There was no patient involvement.

Event description:
It was reported that the device had cracked sear & the latch screw was found to be loose. There was no patient involvement.